Event description:
It was reported that in the intensive care unit, during the swg insertion, the swg became stuck in the needle and the coils stretched. The user removed the swg and re-inserted it by the other tip, then the catheter was successfully inserted, no consequence for the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.